Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the attached catheter approximately 5.0cm from the distal end of the cath-lock. A longitudinal split was noted on the border of the catheter approximately 6.4cm from the distal end of the cath-lock. The edges of the split on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. A small split was noted outside of one of the split regions. The edges of the longitudinal split on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the identified fracture issue. However, the investigation is inconclusive for the reported pain as further evidence of clinical conditions at the time of use would be necessary to confirm the event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h3, h6 (component, device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced some pain in the anterior chest area. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the patient allegedly experienced some pain in the anterior chest area. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.